Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Local infection and sepsis are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, the patient was admitted on (B)(6) 2016 with complain of drainage from the thoracotomy surgical site. Patient was status post "hmii > hvad" exchange. He was started on IV vancomycin empirically from (B)(6). On (B)(6), the patient was taken to the operating room for an "I&d" of the old hmii pocket and it was stated that they found and removed necrotic and fibrinous debris. A culture taken in the o.r. Was positive for enterococcus. The patient was placed on IV ampicillin and cefuroxime. On (B)(6), the patient was taken back to the or for an "ommental flap." Prior to discharge, the patient was switched to oral augmentin for chronic suppressive therapy. The patient was discharged home on (B)(6) and to date is doing well.